Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 796908) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis, pelvic pain female, uterine leiomyoma, chronic cervicitis, uterine cervical squamous metaplasia, leiomyoma nos, cystoscopy and cesarean section. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorhagia") and was found to have uterine leiomyoma ("fibroids uterus"). The patient was treated with surgery (hysterectomy total laparoscopic, total hysterectomy uterus, removal tubes and or/ ovaries). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menometrorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menometrorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Lot number: 796908 manufacturing date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 796908) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis, pelvic pain female, uterine leiomyoma, chronic cervicitis, uterine cervical squamous metaplasia, leiomyoma, cystoscopy and cesarean section. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorhagia") and was found to have uterine leiomyoma ("fibroids uterus"). The patient was treated with surgery (hysterectomy total laparoscopic, total hysterectomy uterus, removal tubes and or/ ovaries). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menometrorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menometrorrhagia, pelvic pain and uterine leiomyoma to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.